Event description:
Customer reported an a/d channel error code. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the filament driver board and power cap module. System operates as intended. This MDR is related to ge healthcare.